Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the gall bladder was resected and ready to be removed, the device was inserted through the trocar into the patient's abdomen and was deployed. The specimen was retrieved with a grasper and placed into the opening of the device. Upon placement of the specimen into the specimen bag, the distal end of the bag split open allowing the specimen to fall out back into the abdomen. A new device was opened and the specimen was retrieved with a grasper and placed into the bag. There was no patient injury.